Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The valve was implanted. After the implant, a post-implant balloon valvuloplasty was done due to mild perivalvar leak (pvl). The final implant depth was 3.3mm. Post procedure, echocardiogram (EKG) showed new left bundle branch block (lbbb). Next day, EKG showed resolution of lbbb and patient showed non-sinus rhythm. After that the patient's white blood cells dropped to 2.07k/mcl and platelet count dropped to 50k/mcl. The patient had thrombocytopenia. Some medications were administered. The patient required prolonged hospitalization. The patient was reported stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. It is possible that patient condition contributed to the reported event; however, this cannot be confirmed. The reported unexpected medical intervention and hospitalization were result of case specific circumstances, as medication was provided and patient was admitted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 5mm. The valve was implanted. After the implant, a post-implant balloon valvuloplasty was done due to mild perivalvar leak (pvl). The final implant depth was 3.3mm. Post procedure, echocardiogram (EKG) showed new left bundle branch block (lbbb). Next day, EKG showed resolution of lbbb and patient showed non-sinus rhythm. After that the patient's white blood cells dropped to 2.07k/mcl and platelet count dropped to 50k/mcl. The patient had thrombocytopenia. Some medications were administered. The patient required prolonged hospitalization. The patient was reported stable. On (B)(6) 2026, a follow up transesophageal echocardiogram (tee) showed mild pvl with in the aortic valve section. The hemodynamics findings in the report was consistent with normal valve function.